Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
Additional information was added to d4: catalogue # - clarification was provided by the customer which corrected the product code involved in this event. The product code of the device involved in this event was 2c8537 (previously reported as 2h8671). Additional information was added to d9, h3, and h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the tubing and drip chamber were broken in between the assembly. Functional testing was performed including pressure testing and clear passage under water testing, and it was noted that there was a leak between the tubing and drip chamber assembly. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information for h4: this lot was manufactured between 02/17/2021 and 02/18/2021. H10: the actual device was not available; however, a drawing of the sample was provided for evaluation. The returned drawing was reviewed, and it was noted that the drawing depicted a schematic of the device and the customer had circled the location of the leak, which was between the tubing and the drip male luer. The cause of the reported condition could not be determined. The device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp extension set leaked from a crack during use. The crack was on the tubing between the filter and where tubing connects to patient. There was no patient injury or medical intervention associated with this event. No additional information is available.